Event description:
It was reported that the system failed to boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested, found to be working as intended and returned to service.